Event description:
Reporter indicated that a vns pt passed away due to sudep. The treating neurologist indicated that the death had no relationship at all to vns therapy. Good faith attempts for add'l info have been unsuccessful to date.